Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('allergic to nickel') in a 46-year-old female patient who had essure (batch no. 772501) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. An allergy workup was scheduled for late 2019, but we have no information on the results of this workup. Concurrent conditions included menopausal since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced insomnia ("progressive onset sleep difficulties"), fatigue ("considerable fatigue"), decreased activity ("reduction in physical activities") and tendonitis ("multiple tendinitis"). On (B)(6) 2020, the patient experienced menorrhagia ("profuse menstruation"), 8 years 2 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and hepatitis viral ("viral hepatitis"). The patient was treated with surgery (bilateral coronectomy, bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, menorrhagia, hepatitis viral, insomnia, fatigue, decreased activity and tendonitis outcome was unknown. The reporter provided no causality assessment for allergy to metals, decreased activity, fatigue, hepatitis viral, insomnia, menorrhagia and tendonitis with essure. The reporter commented: bilateral salpingectomy with resection of the interstitial portion carrying the essure devices in single block and bilateral oophorectomy after request for removal of essure tubal sterilization devices, poorly tolerated, in a patient who has been post-menopausal for 5 years. Removal was performed due to medical reason (medically necessary): progressive onset sleep difficulties, considerable fatigue. Reduction in physical and professional activities. Multiple tendinitis . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: essure device removal questionnaire was received and the following information was provided: patient's date of birth and medical history added; essure lot number 772501; new events progressive onset sleep difficulties, considerable fatigue, reduction in physical and professional activities, multiple tendinitis added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('allergic to nickel') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced menorrhagia ("profuse menstruation"), 8 years 2 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and hepatitis viral ("viral hepatitis"). The patient was treated with surgery (bilateral salpingectomy with bilateral oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, menorrhagia and hepatitis viral outcome was unknown. The reporter provided no causality assessment for allergy to metals, hepatitis viral and menorrhagia with essure. The reporter commented: bilateral salpingectomy with resection of the interstitial portion carrying the essure devices in single block and bilateral oophorectomy after request for removal of essure tubal sterilization devices, poorly tolerated, in a patient who has been post-menopausal for 5 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('allergic to nickel') in a 54-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced menorrhagia ("profuse menstruation"), 8 years 2 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and hepatitis viral ("viral hepatitis"). The patient was treated with surgery (bilateral salpingectomy with bilateral oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, menorrhagia and hepatitis viral outcome was unknown. The reporter provided no causality assessment for allergy to metals, hepatitis viral and menorrhagia with essure. The reporter commented: bilateral salpingectomy with resection of the interstitial portion carrying the essure devices in single block and bilateral oophorectomy after request for removal of essure tubal sterilization devices, poorly tolerated, in a patient who has been post-menopausal for 5 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('allergic to nickel') in a 46-year-old female patient who had essure (batch no. 772501) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. An allergy workup was scheduled for late 2019, but we have no information on the results of this workup. Concurrent conditions included menopausal since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced insomnia ("progressive onset sleep difficulties"), fatigue ("considerable fatigue"), decreased activity ("reduction in physical activities") and tendonitis ("multiple tendinitis"). On (B)(6) 2020, the patient experienced menorrhagia ("profuse menstruation"), 8 years 2 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and hepatitis viral ("viral hepatitis"). The patient was treated with surgery (bilateral cornuectomy, bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, menorrhagia, hepatitis viral, insomnia, fatigue, decreased activity and tendonitis outcome was unknown. The reporter provided no causality assessment for allergy to metals, decreased activity, fatigue, hepatitis viral, insomnia, menorrhagia and tendonitis with essure. The reporter commented: bilateral salpingectomy with resection of the interstitial portion carrying the essure devices in single block and bilateral oophorectomy after request for removal of essure tubal sterilization devices, poorly tolerated, in a patient who has been post-menopausal for 5 years. Removal was performed due to medical reason (medically necessary): progressive onset sleep difficulties, considerable fatigue. Reduction in physical and professional activities. Multiple tendinitis . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-apr-2020: essure device removal questionnaire was received and the following information was provided: patient's date of birth and medical history added; essure lot numer 772501; new events progressive onset sleep difficulties, considerable fatigue, reduction in physical and professional activities, multiple tendinitis added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.